Event description:
It was reported that, "both growing rod extended connectors broke. Dr. (B)(6) took her back to surgery and replaced the connectors and closed."

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. Another xia ti titanium 4.5 extended connector small catalog # 48135103, batch # (B)(4) also malfunctioned in a similar manner (broken) and was explanted during the same event. A separate report was filed; refer to MFR # 9617544-2012-00348.